Event description:
It was reported that there were multiple attempts made to position the right ventricular (rv) lead in the rv high septum and that the physician was unable to implant the lead in the desired position. It was further reported that after the third attempt to position the lead the helix would not extend after several turns and that the physician felt a new lead would handle better. The lead was explanted and replaced with a new lead. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation was breached cut, there was blood in/on the helix mechanism, and the lead was damaged at implant.